Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported during a patient rescue the heart rate did not display. During a patient resuscitation for ventricular fibrillation, the monitor could not display the patient's heart rate. The nurse continued to perform CPR and the physician noted the patient still had a pulse. The ECG cables were attached to the defibrillator and a heart rate was displayed. The resuscitation was completed and the patient was out of danger. Additional information indicated CPR was being performed at the time the heart rate could not be measured. The monitor displayed a line instead of a cardiac rhythm and it was also indicated there was a delay in rescue. Simulated testing revealed no anomalies with the monitor. The original event description which provided the sequence of events was reviewed again and it does not appear as if there was any delay in rescue per this description. At 1520, ventricular fibrillation was noted and at 1525, during the resuscitation, the monitor did not display the heart rate so the nurse continued to perform CPR. The physician found a palpable pulse and the patient was then connected via to ECG via the defibrillator where the heart rate could be measured. At 1546, it was indicated the patient was out of danger and the rescue was completed.

Manufacturer narrative:
The logs that were provided were reviewed by a philips product support engineer (pse). The logs did not reflect the incident time and date so an evaluation could not be provided. Attempts to retrieve the correct logs were unsuccessful as the device only holds patient data for 7 days and the incident date logs were not collected at time of event, unfortunately the information was not available. The pictures provided of the ECG lead set show the lead set in very poor condition. The philips information for use (IFU) states: inspect all accessories (cables, transducers, sensors, and so forth). If any show signs of damage, or the use by date has been exceeded, do not use. It was stated that a simulated testing was conducted at the customer site revealed no anomalies with the monitor. The original event description which provided the sequence of events was reviewed again and it does not appear as if there was any delay in rescue per this description. At 1520, ventricular fibrillation was noted and at 1525, during the resuscitation, the monitor did not display the heart rate so the nurse continued to perform CPR. The physician found a palpable pulse and the patient was then connected via to ECG via the defibrillator where the heart rate could be measured. At 1546, it was indicated the patient was out of danger and the rescue was completed. In addition, it was clarified that the heart rate was displayed at the time the patient went into vf; however, the ECG waveform was not displayed during the rescue so the users could not determine patient's current rhythm, though the physician was able to identify a palpable pulse to conclude the rescue. Based on the limited information provided, it is unknown what caused the heart rate not to be displayed, but it was noted that the ECG lead set show the lead set in very poor condition. Simulated testing at the customer site revealed no anomalies with the monitor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Patient involvement was reported, it was indicated there was a serious injury to the patient, but additional information provided stated a delay in rescuing the patient. The resuscitation was completed and the patient was out of danger.